Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: march is the reported month of the event, but the exact date was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint that the cassette sensor was defective. No alarms were found in review of event log. Visual and functional testing was performed. The reported problem was verified by functional testing. The cause is that the downstream occlusion (dso) sensor is sticky/stuck due to excessive adhesive. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.